Manufacturer narrative:
E1: patient country: egypt name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: california post office or zip code: 91325. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the infusion set cannula was bent on (B)(6) 2026. The patient was experienced high blood glucose levels and treated with manual injection. The infusion set was in use for one day.